Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio 2 meter was reading inaccurately high compared to another device ((B)(6)). The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on an unknown day at approximately 8/9pm. The patient claimed obtaining blood glucose readings of ¿184 mg/dl¿ with the subject meter and ¿154 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. The patient stated that he manages his diabetes with insulin (insulatard; self-adjuster). In response to the alleged issue, the patient claimed that he took an increased dose of insulin (14 units of insulatard instead of 10) immediately after the meter reading. The patient reported that 6-7 hours after the alleged issue started he awoke with the symptoms of ¿shaking, sweating, hunger¿. In response to these symptoms, the patient claimed he treated himself immediately with an energy drink. During troubleshooting the csr confirmed that samples were taken from an appropriate site and that the meter was set to the correct unit of measure. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms suggestive of hypoglycemia after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.